Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 641 mg/dl and current blood glucose was 213 mg/dl. Customer reported the following symptoms related to their high blood glucose vomiting. Customer treated high blood glucose with injection. Customer was not using the sensor and keeps getting calibration request. Customer treated high blood glucose with injections and bolus. Customer stated that, there was no need of troubleshooting and he resolved these issues the other day. The problem today was that he was unable to bolus due to calibration screen and the other night he though the pump was delivering bolus on its own. The insulin device will not be returned for analysis.